Event description:
A report was received that the patient was experiencing pain at the pocket site. The ipg would move around and was not anchored down. It was believed that it was either the pocket got stretched or did not heal properly. X-rays were taken and confirmed that the ipg had not changed from its original location. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein ipg was re-secured in the pocket site. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The ipg would move around and was not anchored down. It was believed that it was either the pocket got stretched or did not heal properly. X-rays were taken and confirmed that the ipg had not changed from its original location. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the reason for the ipg moving around the pocket was because the site was too large and the ipg came loose.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The ipg would move around and was not anchored down. It was believed that it was either the pocket got stretched or did not heal properly. X-rays were taken and confirmed that the ipg had not changed from its original location. The patient will undergo a revision procedure.